Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter had a date/time issue. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015 at 07:00 am. The patient manages her diabetes with victoza and insulin and increased the dose of her medication on (B)(6) 2015. The patient claimed that she developed symptoms of ¿dry mouth, extreme thirst and frequent urination¿ 30 minutes to one hour after the alleged issue occurred and that on (B)(6) 2015, at 07:00 am she received phone advice from a healthcare professional (hcp) to ¿get meter replaced¿. At the time of troubleshooting the cca noted that it was the first time the meter had been used and that the issue was resolved with troubleshooting. Replacement products were sent to the patient. Based on the provided information at this time, it is unclear how the date/time format issue can lead to the patient¿s symptoms since the date/time setting does not affect the ability to test. Thus, the linkage between the reported product issue and the alleged injuries by the patient remains unclear. Despite repeated attempts, the patient could not be contacted for further information. In conclusion, this complaint is being reported because the patient allegedly developed symptoms suggestive of hyperglycemia after the date/time issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.